Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/4/2020. A manufacturing record evaluation was performed for the finished device pb2169, and no non-conformances were identified. H3 investigation summary: it was reported that the device had assembly product mix / incorrect component. It was received for analysis an opened sample of product code j333h, lot pb2169. This product code is single armed. During the visual inspection of the sample, it was observed an extra needle/suture into the winding former; resulting in a wrong number of components in the package, this is different than the requirements for the product j333 of a strand single armed per package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the product mix / incorrect component is an extra-needle/suture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2019 and suture was used. When opening the package, it was found that there had been a double-armed suture though it should be single-armed. Further details are not provided. There were no adverse consequences to the patient.